Event description:
It was reported that the patient has had a chronic fever since implant of their implantation neurostimulator (ins). It was noted that the day after the (B)(6) 2014 implant the patient presented with a fever which subsequently cleared. It was reported that the patient had this ins system implanted for upper extremity pain (1st ins system was implanted for lower extremity pain). The patient¿s pain doctor did not think it was associated with their ins system. There were no external symptoms of an infection on the patient (e.g., redness, swelling, etc.) During the event issue. It was noted that the fever had reoccurred and was ¿uncontrollable¿ and that the patient had been in and out of the hospital due to the fever issue. The patient was seen by infectious disease and testing that was performed could not determine the cause of the fever. It was noted that the patient was considering explantation of the ins due to the fever issue. The patient had not been recently seen by their managing pain physician and saw a different doctor. The patient was trying to get in to see their doctor to figure out what they want to do next. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type lead.

Event description:
Additional information received reported that the patient was explanted of both cervical and thoracic systems. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).